Event description:
It was reported that this right atrial (ra) lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The ra lead was surgically abandoned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the related ICD device was explanted and the right atrial (ra) lead was surgically abandoned as it also exhibited high out of range impedance measurements above 2000 ohms. Another ra lead was successfully implanted. There were no additional adverse patient effects reported. No additional adverse patient effects were reported.